Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 26 days post operatively, the patient a medical complication wherein, the patient was noted to have suture dehiscence and wound infection. The patient also experienced extended hospital stay. Re-operation and necrosis removal was done.